Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed and was not charging the battery. The customer ordered a new ac power module which resolved the failure. As of (B)(6) 2011, there have been no further reports of this issue from this customer site. The unit remains at the customer site with the new module installed.

Event description:
The customer reported that the ac power module had failed and was not charging the battery.